Event description:
It was reported that the right ventricular (rv) lead was capped and unusable during an upgrade from an implantable pulse generator system to a cardiac resynchronization therapy defibrillator system. Follow up with the clinic indicated it was unknown if the lead was abandoned due to a malfunction. No patient complications have been reported as a result of this event.